Event description:
It was reported that the patient underwent a posterior spinal fixation surgery at l4-5. During the surgery two set screws had metal shavings come off while inserting into the bone screw. The shavings were suctioned and removed from the patient without any complications. The set screws were left in place in the bone screws. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.